Event description:
The report stated a patient was burned, apparently from the insulation on the forceps melting.

Manufacturer narrative:
Tyco healthcare has contacted the facility for more info on this incident.